Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up button due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery, no delivery alarms due to unresponsive button. No unexpected heating up of battery, battery tube or electronic assay was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic assay was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had button error. The customer's blood glucose level was unknown at the time of the incident. The customer reported that act and bolus button did not always input information. The customer also reported that the insulin pump received random no delivery alarms, the pump gets really hot randomly and battery life diminished. The insulin pump will not be returned for analysis.